Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test. The customer reported a blood glucose value of 300 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-242a, mmt-332a, mmt-1880. Troubleshooting was performed. The customer reported receiving a battery failed alarm. The customer reported that the battery cap contacts and battery compartment are not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported high bgs. No further patient complications were reported. The customer will discontinue the use of the pump. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with blank display. Unable to perform the sleep current measurement and active current measurement due to blank display. Unable download successfully using thus software due to blank display. Blank display due to moisture damage at electronics assembly. Unableto verify failed battery alarm due to download difficulties. Unit received with cracked battery tube threads, fading serial number label, missing display window cover and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for failed battery alarm due to blank display. Unableto verify failed battery alarm due to download difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.